Event description:
The customer contacted stryker to report that their device would not switch to manual mode and kept returning to AED mode during a patient event. This resulted in a defibrillation delay, but there were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not switch to manual mode and kept returning to AED mode during a patient event. This resulted in a defibrillation delay, but there were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and determined that the cause of the reported issue was due to user error as the user did not press the correct keys to put the device into manual mode. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.